Manufacturer narrative:
An event regarding infection involving a restoration modular stem was reported. The event was confirmed from the medical review. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: a review of the event by a clinical consultant concluded: post arthroplasty infection is a procedure-related complication not related to the specific device. Multiple previous revision surgeries have significantly increased risk on infection. Second attempt at infection treatment after failure of previous infection surgery of pi. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: a review of the event by a clinical consultant concluded: post arthroplasty infection is a procedure-related complication not related to the specific device. Multiple previous revision surgeries have significantly increased risk on infection. Second attempt at infection treatment after failure of previous infection surgery of pi. No further investigation is required at this time. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient underwent revision surgery for infection. The patients original revision hip surgery was (B)(6) 2015 where a restoration modular cone conical stem and v40 head were implanted. The surgeon removed the existing exeter rimfit cup, cone body and v40 head, debrided and washed out the hip joint and replaced the components with new implants.

Manufacturer narrative:
Additional devices listed in this report: cat # 6276-1-321, lot # 41773202, description: 21mm mod rev hip bdy/blt +30mmcomponent level 9006-1-321. Cat # 6704-8-240, lot # 49519702 and 50021604, description: dall miles vit 2.0mm cable. Cat # 6364-2-232, lot # g3178485, description: v40 fem head orthinox 32+4. Cat # 6704-4-020, lot #s 41625401, 42221303, and 47188402, description: vit cable crimp sleeve 2.0mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient underwent revision surgery for infection. The patients original revision hip surgery was (B)(6) 2015 where a restoration modular cone conical stem and v40 head were implanted. The surgeon removed the existing exeter rimfit cup, cone body and v40 head, debrided and washed out the hip joint and replaced the components with new implants.